Event description:
It was reported that on (B)(6) 2022, a 25 mm navitor valve was implanted. Prior to implant, the patient had a history of a complete right bundle branch block (rbbb), so the original plan was to implant a pacemaker after the procedure. Following the implant, a complete atrioventricular (av) heart block was observed, and a leadless pacemaker was implanted on (B)(6) 2022. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve migration and complete atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications, including specification for radial force. Based on the information received, the cause of the reported incident is consistent with implanting a smaller valve than recommended by the instructions for use based on the patient's annular dimensions. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. A 25mm navitor valve was implanted but the navitor valve instructions for use, artmt600115937 revision a, table 2, indicates that a 27mm navitor valve is the correct size based on the patients annular dimensions. Implanting the smaller valve could have lead to the reported migration.. Medical device problem code: 2993 code removed.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was implanted. The annular dimension was 73.8mm. Pre-dilatation was performed and there was moderate calcium noted. The depth of the valve was non coronary cusp 4mm, left coronary cusp 4mm when deployed. The device migrated to non coronary cusp 2, left coronary cusp 2mm. Prior to implant, the patient had a history of a complete right bundle branch block (rbbb), so the original plan was to implant a pacemaker after the procedure. Following the implant, a complete atrioventricular (av) heart block was observed, and a leadless pacemaker was implanted on (B)(6) 2022. It was noted that there was moderate calcification extending beneath aortic annular plane in the interventricular septum. It was noted that there was no difficulty with releasing the retainer tabs fully.. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be stable. No additional information was provided.